Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos (real time operating system) cpu assembly was evaluated and replaced. The system was testing and found to be working as intended and returned to service.